Event description:
Customer stated on a capsule that failed to attach to esophagus and was still on the delivery system.

Manufacturer narrative:
No patient injury has occurred following this incident.